Event description:
Per the clinic, the patient experienced bone overgrowth on the abutment. Subsequently on (B)(6), 2015, the patient underwent revision surgery and the abutment was removed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.